Event description:
Caller alleges precision issues. Discrepant low result on inratio meter, one lot, one meter, one pt. Pt self tester tested twice and received two different readings on inratio meter. Inratio = 4.2, 2 hours later 1.9. Lab = 4.7. Time between initial inratio test and lab = 1 hour. Time between lab and second inratio test = 1 hour. Pt's therapeutic range unknown.

Manufacturer narrative:
Investigation pending.